Event description:
It was reported to lifecell that a female patient with a history of ductal carcinoma in situ (dcis) surgery with radiation in (B)(6) 2011 and recurrence in 2014, underwent a unilateral (right) subcutaneous mastectomy/ direct to implant procedure with strattice on (B)(6) 2014. Two months post op, the patient developed signs of infection and was treated with augmentin (antibiotics). Five months post op, on (B)(6) 2014, the patient experienced renewed redness on the breast with no lymph node swelling and no signs of systemic infection. The patient was treated again with augmentin without improvement. Therapy was changed to tazobac, but the redness increased. On (B)(6) 2014, the physician performed an ablation of the right breast and removed the implant and the lifecell acellular dermal matrix (adm) device.

Manufacturer narrative:
Method of evaluation: review of information reported to lifecell. Review of device history record for lot s11227. Review of lifecell complaint system. Results of evaluation: investigation into lot s11227 resulted in no remarkable findings, including acceptable sterilization and no deviations or non conformances revealed during processing. A query of the complaint management system on 10/14/2014 revealed no other complaints against lot s11227. As of 10/20/2014, all (B)(4) devices released to finished goods from lot s11227 have been distributed, including (B)(4) devices reported as implanted. Lot s11227 met all qc release criteria. Conclusion: device not returned - the explanted device was discarded by the physician internal investigation resulted in no remarkable findings, including all (B)(4) devices distributed with no other complaints reported against lot s11227 and no deviations or nonconformances apparent during processing. Although the standard of care consisted of surgical intervention to remove all implanted products to treat the suspected infection, based on the reported information, including the device being in place for 5 months prior to explantation and the internal investigation into lot s11227 with no remarkable findings, the suspected infection is unlikely related to the lifecell device. The explanted lifecell device was discarded. No product or clinical specimen was returned to lifecell for evaluation. It was reported that the patient is having a very good healing process.